Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. 20226501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included bipolar disorder, diabetes, hypothyroidism, hyperlipidemia, hypertension and vitamin d deficiency. Concomitant products included atorvastatin since 2007, ergocalciferol (vitamin d2) since 2015, levonorgestrel (mirena) from 2012 to 2014, liraglutide (victoza) since 2015, liraglutide since 2007, lisinopril from 2007 to 2018 and metformin since 2007. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced dermatitis ("dermatitis on extremities"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with butalbital, fluoxetine, lamotrigine, levocetirizine, paracetamol (acetaminophen), triamcinolone acetonide and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, dermatitis, migraine, nausea, fatigue and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the urinary tract infection, vulvovaginal mycotic infection and vaginal discharge was resolving. The reporter considered alopecia, depression, dermatitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details-left-2 , right- 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: failed to occlude.; on (B)(6) 2010: result- total bilateral occlusion. Both tubes blocked after second hsg confirmation test.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, depression, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new event- abnormal bleeding (menorrhagia), uti; yeast infection, depression, dermatitis on extremities, migraines / headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, hair loss, pelvic pain, were added & foreign body in uterus was captured from mr as a event. Treatment & concomitant drugs were added. Concomitant conditions were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.